Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) preliminary analysis reported the device had no telemetry or output. Additional analysis revealed the device lost telemetry after battery depletion. There is no evidence to indicate the depletion was anything other than normal. The device was fully functional when powered with an external supply. Current drain levels were normal. The battery voltage recovered after being disconnected and battery impedances were normal. Without a save to disk file there is no way to review the implant data and reach a definitive conclusion regarding the longevity of the device. For that reason, the result of analysis is inconclusive.

Event description:
It was reported the patient was in hospice care and the physician ordered the device be turned off per the family wishes. The manufacturer's representative came to turn the device off on (B) (6) 2010 and encountered some difficulty. The nursing notes state "unable to push up any sequel" so the representative felt the battery in the device was not working. Per the death certificate, the patient died (B) (6) 2010 due to cardiopulmonary arrest and congestive heart failure.

Event description:
(B) (4)